Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error occurred due to defective ultrasound plug unit. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1 complete address 1: (B)(6).

Event description:
It was reported that the colonovideoscope had a b30 error. The issue was found during reprocessing. There were no reports of patient involvement.